Event description:
Customer's wife reported customer received a blank screen from their freestyle freedom lite meter. As a result of this issue, the customer's wife stated that the customer had an injury. Customer's wife reported customer had a stroke. Attempts have been made to obtain additional information. There was no report of third party medical intervention, death or permanent impairment associated with this case.

Event description:
A customer contacted baxter's technical service center regarding a separation on homechoice (hc) during dwell 4 of 6. The home patient (hp) had a question on what to do after the blue clamped bag came undone. The hp reported the hc did not alarm. The technical service representative (tsr) explained the blue clamped line is closed until dwell 6 of 6. The tsr had the hp disconnect and end therapy and replace the cassette and bag. Per hp will set up the hc and do the first 3 cycles. The hp was unable to read the numbers on the supply bag and the cassette lot number is not available as the packaging was discarded. Product surveillance followed up on (B)(6) 2010 with the patient who reported that the patient line separated from the bag as a result of the bag falling off the table. The patient reported that he uses a small area and when the solution in the bags moved it resulted in the bag falling off the edge of the table. The patient stated he did not feel there was a problem with any of the baxter supplies. The patient discarded the cassette and no companion sample was available. The patient reported he continued therapy with new supplies with no reported patient injury or medical intervention.

Manufacturer narrative:
On 15-mar-2010, adc customer service was able to contact the customer and complete the medical troubleshooting survey which is documented (B) (4). On the medical survey, the customer's wife reported that on (B) (6) 2010 the customer experienced headaches and had crossed eyes while driving to work. The customer's wife reported the customer was treated at a health care facility and thought the customer was treated with aspirin and had a clopidogrel prescription as well. The customer's wife additionally reported the customer was not diagnosed with hypo- or hyperglycemia. There was no report of medical diabetes emergency treatment or treatment outside of the diabetic's normal disease management regimen. The customer reportedly has a medical history of hypertension. There was no additional information about the previous report of stroke.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during trouble shooting with the adc customer services, it was discovered that customer was using incompatible test strips with their meter.